Manufacturer narrative:
Device expiration date: unknown, device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rationale: no lot information or sample available. No further investigation required.

Event description:
It was reported that an unspecified number of protectors p21 experienced foreign matter/coring observed in vial or fluid path. Product defect was noted during use. The following information was provided by the initial reporter: the nurse that mixed the antibiotic saw after preparation a small piece (coring) in the bottle. She didn't give it to the patient. They used piperacillin/tazobactim 4g/0,5g from fresenius (B)(4). They didn't save the bottle and we didn't got any sample. Only that it was prepared with phaseal protector and injector.